Event description:
A nurse called to report the customer was hospitalized for high bs and passing large ketones bgs were treated with glucose drip. Troubleshooting was performed. Pump passed the test.